Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity. Additional information was received that this device was removed for normal battery depletion. Upon return this device has failed to pass initial analysis and further analysis will be completed. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated when analysis has been completed.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.